Manufacturer narrative:
The manufacturer made several attempts to contact the physician for additional information and no further information was received. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Because no further information is available and the device is not available no further investigations are possible and the root cause can not be determined at this time. If further information is received at a later date the manufacturer will update the competent authority and reassess the case.

Event description:
On (B)(6) 2016 a patient received a mitroflow dla19 as part of an avr. The manufacturer was notified via the patient tracking system that the device was explanted on (B)(6) 2019 and replaced with a perceval pvs21 sutureless aortic heart valve implant. No further information was received.